Event description:
The manufacturer received information alleging oxygen proportional stuck error code was found during maintenance on a trilogy evo o2 device. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. During the evaluation it was noted that the devices the third-party service technician observed an error code, oxygen proportional stuck in the device's error log. In conclusion, the device's oxygen blending module (obm) subassembly needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the internal battery was replaced for preventative maintenance unrelated to the reportable issue. The detachable battery, particulate filter, and air inlet foam filter needs replacing for preventative maintenance unrelated to the reportable issue. The obm subassembly needs replacing to address another error, oxygen pressure railed low, that was found in the device's error log unrelated to the reportable issue. One of the inline proximal filter needs replaced and is unrelated to the reportable issue.